Event description:
It was reported that the patient passed out in hospital. The ventricular lead exhibited over sensing causing pacing inhibition. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.